Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? Was reoperation necessary to remove the suture and re-close the wound? What is the current status of the patient? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was there any adverse consequence associated with the patient?

Event description:
It was reported that a patient underwent an intraocular lens implantation for cataract on (B)(6) 2021 and suture was used. During the procedure, when the retina was sutured and knotted, the silk woven nonabsorbent suture broke. A new silk woven nonabsorbent suture was replaced and the wound was re-sutured and the operation was successfully completed. The surgery was delayed. There were no adverse patient consequences reported. No additional information could be provided.